Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported on behalf of site that while outside of procedure, when running on battery the mobile view station (mvs) reboots after some time. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: a medtronic representative inspected the imaging system onsite and testing confirmed that the mobile view station (mvs) uninterruptible power supply (ups) was faulty. The ups was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.